Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between the event of interstitial leak and pd therapy on the liberty select cycler. Interstitial leaks are known to be a result of increased intra-abdominal pressure during dialysis. The leak could have been caused by the hernia surgical repair and complicated with pd therapy. The report of hernia was a pre-existing condition prior to the patient starting pd therapy. There is no documentation in the complaint file to show that there is a causal relationship between the adverse event and the liberty select cycler. The patient has been temporarily moved back to in-center hd due to the leak. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support that he he's been getting alarms and believes he got a hernia from the liberty select draining him to much. Patient stated he does get drain complication encountered messages while in his drain 5 of 5 but does not see any obstructions in his patient line or catheter. Patient stated he would like a replacement. The patient¿s treatment records were provided and reviewed and did not indicate a reportable malfunction. The patient drained 3586 ml in drain 4 of treatment which was 179% of the prescribed fill volume. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. The patient indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was obtained through follow up with the peritoneal dialysis registered nurse on (B)(6) 2018. The nurse reported that the patient did have a hernia, but it was pre-existing prior to the patient¿s initiation of pd therapy (unknown date). The hernia was surgically repaired (unknown date). This patient was previously receiving dialysis through in-center hemodialysis (hd) until (B)(6) 2018. The patient was seen by a surgeon on (B)(6) 2018 when the patient was diagnosed with an interstitial leak. The patient has not received any medical intervention for the leak as of this date. The patient was removed from pd therapy and transitioned back to in-center hd for one month. The patient missed three pd treatments as a result of the leak. No further details were provided.

Manufacturer narrative:
The reported complaint symptom iipv (dv up to 180% of fv) was not confirmed. The reported complaint symptom dc drain complication encountered was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed.